Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. If new information becomes available, this report will be further evaluated and updated.

Event description:
Most recently, information was received that indicated the greater than 125 ohms shock impedances were fairly regular now. Per the boston scientific local area sales representative, the patient was not healthy enough for a commanded shock. Most likely the physician would just continue to monitor since values continued to be just over the 125 ohms range.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific crm received information that the implantable cardioverter defibrillator (ICD) in association with this transvenous defibrillation lead exhibited out of range shock impedance, triggering an appropriate red alert. The local area sales representative confirmed that impedance had been hovering around 125 ohms. No intervention was planned at the time of this initial report. No maximum energy shock was going to be done at this time. There were no reported adverse patient symptoms.